Event description:
It was reported that screwhead disassembled during insertion. The screw was recovered.

Manufacturer narrative:
The product was not returned due to which the metallurgical examinations could not be performed. Based on the available info the root cause could not be determined and there were no indications found for any material or mfg related issue.